Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unknown procedure in 2017, suture was used. The suture was broken when the surgeon was pulling and tying knot. There were no patient consequences. No further information is available.